Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit and found the unit was not properly displaying information. Also found that keypad was not responding to touch commands. The fse replaced the video receiver board and reinstalled the original board. The fse tested new coiled cable, and the issue remained. Symptoms pointed to possibly defective main board, but the problem still existed. Another fse took over the repair and replaced the display controller assembly. The display worked, but the keypad still would not respond. To fix the issue, the fse replaced the keyboard controller. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a distorted display. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a distorted display. There was no patient involvement, and no adverse event reported.